Event description:
As reported by legal, on (B)(6) 2013, this male patient underwent left and right knee replacement surgery and was implanted with an optetrak device. On (B)(6) 2022, the patient underwent left knee and right knee revision surgery, approximately 9 years 7 months post the initial procedure, to remove the exactech optetrak knees. ¿upon information and belief, [the patient] required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening.¿ the patient ¿experiences daily pain and discomfort in his knees which limited and continues to limit his activities of daily living and impacts his quality of life.¿ this case is for the right knee. No additional information. Device return is not available due to facility policy.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.